Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).

Event description:
It was reported that the customer dropped the pump and shatter the touch screen. The pump is now unresponsive. Customer's blood glucose level was not impacted.